Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 38x3.00mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x38mm promus element long stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual examination of the stent identified damage. Strut segments 1-10 from the proximal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were identified. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.